Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose over 49 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer reported transmitter couldn't pair with the insulin pump. Insulin pump will not be returning for analysis. The customer was not using auto mode feature during the serious injury.